Event description:
Doctor said a little mash of stent came out from sheath before unlocking .so the delivery sheath with stent can't advanced through sheath

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation there are two complaints related to this device. This file investigates the premature deployment of the stent prior to use. For details of the second investigation please refer to (B)(4).(3001845648-2018-00525). The zib6-40-10-6.0 device of lot number c1360033 involved in this complaint was returned for evaluation without the original packaging. With the information provided, a physical examination and a document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation. Complaint is confirmed as the failure was verified in the laboratory. The stent was found partially deployed. Root cause from customer testimony this event occurred during device preparation. According to the information received and the lab evaluation results, the most likely root cause for this complaint incorrect handling of the device during device prep. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. Document review the zib6-40-10-6.0 device of lot number c1360033 contains irsp61386-10-6.0 (stent with gold rivets) of qc number ch1349923. Prior to distribution all zilver 635 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1360033 and ch1349923) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1360033. IFU review there is no evidence to suggest the user did not follow the instructions for use. Summary complaint is confirmed as the failure was verified in the laboratory. The stent was found partially deployed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Doctor said a little mash of stent came out from sheath before unlocking. So the delivery sheath with stent can't advanced through sheath.